Manufacturer narrative:
G4 ¿ PMA/510(k) #: preamendment h3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a double lumen polyurethane central venous catheter set malfunctioned after placement. The 4 french catheter was inserted on (B)(6) 2026 in the left femoral. Later, it appeared swollen and wet on the top of the dressing from a possible leak in the line. Blood return from the white lumen could not be achieved. As a result, the device was removed on (B)(6) 2026. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. This report will capture the issue with the white lumen. The leak in the catheter is captured in an additional report with patient identifier (B)(6).